Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s doctor reported via phone call that the customer was in the emergency room on (B)(6) 2017 at 4 p.m. As a result of high blood glucose. The customer was at a picnic and had a high blood glucose level of 600 mg/dl. They had treated with a manual injection. The customer had symptoms such as being hot and woozy. The customer¿s blood glucose level at the time of admission was 736 mg/dl. Troubleshooting was performed on the insulin pump. Insulin exited without incident. The device passed the basic occlusion test. The device will not be returned for analysis.